Event description:
New information became available that this lead was surgically abandoned and successfully replaced due to the unusually high spike in impedances.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead is exhibiting an unexpected rise in impedances. The leads previous impedances were 400-500 ohms, now the impedances are greater than 1680 ohms in a little over a months time. Additionally, this patient has had a history of low r-waves in the past, and now they are double what they used to be. Boston scientific technical services was consulted and suggested trying the lead in a unipolar configuration, and making sure that the lead safety switch is tuned on next time the patient is seen. No interventions are planned at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The lead remains implanted.